Event description:
It was reported that the x-ray stops while doing cases and the system displays an "x-ray aborted" message, system was shutdown and powered back up to recover. No reported pt incident.

Manufacturer narrative:
Analysis of the logs by the investigation team revealed that the issue was caused due to a known "fcib" issue. In case of failure during the acquisition of fluoro or record, there is a frozen image. During this failure the system will send x-ray without reporting any error message. The x-ray will remain with the frozen image until the operator releases the pedal. Once the pedal is released by the operator, the x-ray stops as per the specification and an "abort" message is displayed after 2.5 seconds and the image will get blacken. The operator needs to do a shutdown/power up to recover the system. A field correction has been launched to update the affected units in the installed base. FDA has classified this correction as a recall. For this site, the system was corrected and placed back into use.